Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 4th march 2013 passing a self-test. The pad-pak was removed and reinstalled in march 2014, the device passed self-tests up to the 26th june 2016. Three manual power ups are recorded containing nonsensical durations on the 27th june 2016. No further log entries were recorded. The returned pad-pak was inserted into the device and passed a self-test. The device failed power off using the on/off button. This indicates a fault. Upon visual inspection of the membrane tail corrosion was observed. Investigation found the reported fault can be attributed to membrane failure due to corrosion. This resulted in the device failing to power off using the on/off button resulting in manual power ups containing nonsensical durations. The failure of the device to power off using the on/off button may have been misinterpreted by the user as the device switching on automatically. The fault could not be replicated with a good membrane installed.